Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the sipap error 50 (oxygen sensor fault) and fraction of inspired oxygen (fio2) does not display correct value. At this time, there is no information regarding patient involvement associated with the reported event.